Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument generated an error message. Several retests of the harmonic ace instrument were attempted, but each time, a noise was heard coming from the blade, and the error persisted. Upon examining the blade, a crack was discovered, and when it was cleaned, a broken piece came off. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument did not collide with any other instruments or other hard material during the surgical procedure and there are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was not provided. Isi did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.482" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).